Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving compounded baclofen 920 mcg/ml at a dose of 963.40 mcg/day, dilaudid 1.437.5 mcg/ml at a dose of 1.505.3 mcg/day, and bupivacaine 1.868 mcg /ml at a dose of 1.956.1 mcg/day via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was unknown. On (B)(6) 2016, during normal use while the patient was at home, the patient noticed an alarm. Upon interrogation, the pump experienced a motor stall and did not recover in 24 hours. The pump had 13 months until eri. It was reported as unknown if there were any environmental, external, or patient factors that might have led or contributed to the issue. A pump roller study was performed on (B)(6) 2016 and ultimately the pump was explanted and replaced. The issue was reported as resolved. No patient symptoms were reported and the patient¿s status was reported as alive-no injury.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.